Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device does not take the derivation readings. There was no reported adverse patient impact.